Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient connected the patient line to the transfer set before priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. The patient stated that they connected to the homechoice before the lines were primed. The patient stated that they then disconnected and attempted to prime the lines but the homechoice is displaying connect yourself/check patient line and the patient line is not primed. This event occurred during set up. The technical service representative advised the patient to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.